Event description:
I have a libre 3 plus it's sending a message that says: the sensor that you are wearing is potentially impacted by a product issue. For your safety, please remove your sensor and dispose of it immediately.